Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and the silicone tubing of two (2) minicap transfer sets. This was described as it ¿was found the patient connector can be rotated¿. This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between the patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.